Event description:
Subsequent to the report being filed, it was reported that the patient experienced bradycardia while in the ccu. The patient expired the next day. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of death and perforation are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2026, a procedure was performed to treat a de novo lesion in the left main (lm) to left anterior descending (lad) artery with heavy calcification and heavy tortuosity. Orbital atherectomy was performed and post orbital atherectomy, a dissection was noted in the proximal lad. Therefore, a 2.75x23mm xience skypoint stent was implanted and then a 3.5x28mm xience skypoint stent was crossed through the 2.75x23mm xience skypoint stent and implanted in the lm to lad artery. During post optimization a perforation was noted in the proximal lad. Therefore, an graftmaster covered stent was implanted to treat the dissection. The patient was stable and admitted to the cardiac care unit (ccu) after placing temporary pacemaker implantation (tpi). The patient subsequently expired the next day. No additional information was provided.